Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a loss of therapy. The patient fell last week on her implant and feels like it is not working right. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no device concern and all was fine. No further complications were reported.